Event description:
A lead extraction procedure commenced to remove a right atrial (ra), two right ventricular (rv) leads, and a left ventricular (lv) lead due to cied system/pocket infection. Spectranetics lld lead locking devices (llds) were inserted into each lead to provide traction. Using a spectranetics 16f glidelight laser sheath, all the leads were removed. Following the procedure, the patient was transferred to the intensive care unit; however, the patient's blood pressure dropped. Rescue efforts began, including sternotomy. A superior vena cava (svc)/innominate junction perforation was discovered, but repair attempts were unsuccessful. The patient did not survive the procedure. This report captures the 16f glidelight used in the procedure when a perforation occurred, requiring intervention, but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A3b) patient gender - not available from the facility. A4) patient weight - not available from facility. A5/a6) patient ethnicity and race - not available from facility. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. H3) the glidelight was discarded, thus no product investigation was performed. H6) per IFU, perforation and death are listed as a potential adverse event with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.